Event description:
On (B)(6) 2008, it was reported to boston scientific corp, that a rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure on (B)(6) 2008. According to the complainant, during the procedure, it was noticed that the ring of the rectal temperature monitor (rtm) was cracked. The procedure was not compromised and the rtm was used without a scrotum plate. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed the device was missing the plastic guide, plastic screw and scrotal guard; in addition, fluid was observed inside the temperature bulb. The scrotal guard and ring were not returned. The reported complaint was confirmed as the broken scrotal guard and ring were missing. A review of the device history record (DHR) for the pertinent lot was performed and no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot. (B)(4).